Manufacturer narrative:
(B)(4).

Event description:
It was reported that during one day post implant, the patient presented for follow-up. Electrograms revealed the atrial events were lining with ventricle events. It was noted that the atrial lead had dislodged; the lead was repositioned. The procedure went well and the patient was fine.